Manufacturer narrative:
(B)(4). Batch # unk. Photographic analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, damage on the tyvek can be observed, the damage appears to be caused from the outside to the inside, and the damage was apparently caused by dragging the package against a pointy surface. However, no definitive conclusion could be reached as to the cause of the observed condition as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that during an unknown procedure, the customer found a hole in the sterile tyvek packaging before it was opened on the sterile field. Procedure was completed with another device of the same product code. There were no patient consequences reported.